Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. It was reported that the patient's right lower extremity pulses were absent immediately post procedure, but then returned a short time thereafter. The patient was discharged home later that day. Ten days later, the patient presented to the hospital with complaints of right leg pain and numbness. The patient was taken to surgery for exploration of the right groin, repair of the occluded superficial femoral artery with a bovine pericardial patch angioplasty and repair of a traumatic arteriovenous fistula with repair of the profunda femoris artery and femoral vein. It was discovered during surgery that the perclose suture had "entrapped the back wall of the superficial femoral artery and pulled it upward". The suture was cut out and removed. Post-operatively the patient was reported to be in "good" condition. There is no report of further adverse patient sequelae.